Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 03/25/2023. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On the day of the event at 2 o'clock, the patient was getting reading of 48 mg/dl on the dexcom receiver. The patient had been vomitting blood for 3 days prior. The average cgm reading during that time was 45-48 mg/dl. There was reportedly no treatment done during the 3 days before going to the hospital because they did not have a regular meter to check a bg. The patient's husband decided to call an ambulance and the patient was transported to the emergency department (ed). Upon arrival, the bg was 1146 mg/dl and the cgm at that time was not specified. The patient was treated with IV 0.9 percent saline solution and an insulin shot through IV. The bg was monitored during the 4 day 3 night hospital stay. The bg at discharge was 150 mg/dl and the cgm at that time was not documented. The patient's home insulin was changed to lantus. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)